Event description:
It was reported to philips that the allura device would not start up. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. During troubleshooting, the fse found an issue with the host pc. The fse replaced the host pc and reinstalled the software. The defective host pc was returned to philips for further analysis. The failure analysis confirmed the malfunction with the host pc, and it was due to the failed pci in it. After the replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.